Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and ketone level was trace. Cause of event was not known. Healthcare provider (hcp) identified ketones as dangerous. Correction bolus was performed to address bg. Tandem technical support performed a pump system check and no issues were identified. Recommendation was made for customer to discuss event with their hcp.